Manufacturer narrative:
According to the customer, on (B)(6) 2024 she went to sit onto the couch while holding onto the rollator and "missed the couch" causing her to fall and tear her skin on a "piece of the brake" located on the rollator. The customer reported her leg was "heavily bleeding" but she could not get off the floor until family came home and helped her to her feet "30 minutes" after the fall occurred. The customer reported the family applied a wet rag and called "911" due to "bone" being visible at the site of the skin tear. The customer reported in the emergency room they applied "28 stitches" and discharged her home. The customer reported on (B)(6) 2024 the customer returned to the emergency room due to "redness" at the site of the skin injury. The customer reported she was discharged home with "clindamycin" to prevent infection. The customer reported she went to the physician's office on (B)(6) 2024 and the sutures were removed, "steri-strips" were applied, and an "antibiotic ointment" was applied due to "pus" being present at the skin injury site. The customer reported she is "doing better" but the area is "still sore". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 she went to sit onto the couch while holding onto the rollator and "missed the couch" causing her to fall and tear her skin on a "piece of the brake" located on the rollator.